Event description:
Patient reported having experience ¿a lump or thickening in or near the breast or in the underarm area,¿ side unspecified. There is no complaint against the device as the patient noted ¿a lump in my left breast.¿ this file is for the right side. Healthcare professional reported "ruptured". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, extended opening, flat creases. A microscopic analysis was performed which identified; an extended sharp opening on patch bond edge assessed as unidentified (tear) opening (a dimension measurement in the shell was performed which identify the thickness within specification). Based on the device analysis the final assessment is: a sharp opening assessed as unidentified(tear) opening. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.